Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device. Product ID 3057, product type screening device. Product ID 3057, product type screening device. Product ID 3057, product type screening device. Device code (B)(4) and patient code (B)(4) pertain to the leads.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens). The patient reported that they couldn¿t sleep and was disappointed because they were soaked when they woke up. The patient thought that the wires had been pulled out but felt it when they increased stimulation to 2.0. No further complications were reported or were expected.